Manufacturer narrative:
Tw ID# (B)(4). A lot history record review was completed for lots 3000341381, 3000341135, and 3000340533 the last 3 lots shipped to the account prior to the event/aware date. For lot#s 3000341381and 3000341135. There were no ncmr or , rework, or deviation documented for the last 2 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The lot # 3000340533 history record review was completed. There was ncmr , rework, or deviation documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the c-ring on the vasoview hemopro 2 was either very hard to retract into device or was not able to be retracted at all. It was removed and a new vh-4000 was used to complete the vessel harvesting. There was no patient injury.

Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.